Event description:
Event description: when the optima spike set was used, the rubber stopper for the saline solution caved in. Per follow up: was it the stopper of the IV bag that was pushed in? This is the rubber stopper from an IV bag. If yes, what brand is the IV bag? 250ml of hikari pharmaceutical hikari saline. What is the lot of the spike connector? Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the IV bag stopper was pushed in after assembly with our device. We received multiple photos along with one IV saline bag for investigation; however, no sample of the c180-o was included. Upon inspection, the stopper showed multiple punctures and appeared caved in. Based on the provided photos and sample, we have confirmed the reported issue. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. Based on the available information and without the spike set to evaluate, we cannot identify a definitive cause at this time. Complaints for this device and reported condition will continue to be tracked and monitored monthly for emerging trends.

Event description:
Event description: when the optima spike set was used, the rubber stopper for the saline solution caved in. Per follow up: was it the stopper of the IV bag that was pushed in? This is the rubber stopper from an IV bag. If yes, what brand is the IV bag? 250ml of hikari pharmaceutical hikari saline. What is the lot of the spike connector? Unknown. Additional details: physiological saline solution containing an anticancer drug leaked from a collapsed rubber stopper. Details of the incident include: "during needle preparation, the anticancer drug b-lincite and an infusion stabilizer were injected through the needle. Finally, when the c180-o was punctured, the rubber stopper collapsed, causing leakage." Infusion bag (brand) saline 250ml (hikari).